Event description:
In 2007, the lay-user/pt contacted lifescan (lfs) alleging the one touch ultrasoft lancing device is not fully penetrating. Since the reported issue began on five days earlier in the afternoon, the pt stopped testing with the lfs meter. On that day at 11pm, the pt felt low symptoms of dizzy and nausea. The pt tested on his wife's meter obtaining a "44 mg/dl" blood glucose reading. The pt went to the hospital and was treated with IV glucose. He spent two days in the hospital. The pt stated that he did not take any action in regards to diabetes treatment due to the reported issue. It would have been helpful to know the following info: frequency of testing, diabetes medication regimen, food intake, hosp diagnose, and diabetes medication change. During the troubleshooting session, the cca verified that the pt used the correct testing technique, and the lancing device was set to the appropriate depth. However, the reported issue was not resolved through training. This complaint is being reported because the pt claimed he was admitted into the hospital and was treated with IV glucose after the pt stopped testing due to an alleged broken lfs lancing device. Replacement products were sent to the pt.